Event description:
On two different dates, pt's family member used this device to check pt in evening prior to bedtime. Obtained high readings, so both times gave correction dose. Blood sugars were tested against another meter (not freestyle) which gave much lower readings. Family member gave snacks to bring the pt's blood sugar up to a safe level after the readings had become dangerously low. They had two other freestyle meters which they tested on themself, since they know they don't have diabetes and readings were also higher than what they thought their blood sugar really was.